Manufacturer narrative:
To date the device involved in the reported incident was not yet received for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A distributor reported that their sales representative was inspecting a brand new a2006r mayfield spine table adaptor radiolucent prior to the first clinical use and the 437a2409 standard knob assembly was broken. The inspection was done correctly without excessive force. No patient contact, injury or delay was reported.

Manufacturer narrative:
The device history record was reviewed and no abnormalities relate to the reported incident were found nor were there any variances, mrr¿s or reworks associated with this lot/work order number. No service history on file. The device was not released for evaluation therefore the failure analysis to identify root cause to the end user's experience could not be determined by physical examination. However, after reviewing the complaint description, the most likely consensus of investigation finds the most likely root cause of complaint event is: user applied torque to knob in excess of material strength of screw thread; or combination of user torque and clamp support load exceeding screw thread strength; the knob is plastic. Plastic is commonly known to not behave like metal. Testing has shown that existing knob will break if too much torque or lateral force is applied; and, to prevent reoccurrence integra pd has implemented alternate radiolucent materials for knob to increase durability.